Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was cracked. Reportedly, the pump was stepped on and the touch screen became cracked. Customer was unable to interact with the pump due to the screen becoming gray. Customer's blood glucose was 257 mg/dl. Reportedly, customer did not have a form of backup therapy available and declined follow-up from tandem technical support.